Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Bench testing were performed. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 108 hours extended tests at customer settings with no unusual alarms or conditions. Vent failed troubleshooting final test at tidal volume.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire medical that lap top ventilator ventilators a patient passed away at lap top ventilator 1150. They would like to get information off the unit for their record. As per the customer, there is no blame being placed on the device as the cause of death.